Manufacturer narrative:
Follow-up #1 date of submission 07/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings:visual inspection of the pump showed that the keypad cover was peeled off of the base. Testing showed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Investigation showed that there was contamination under all button contacts. Also, the ok button contact was damaged and did not have normal spring back. Unrelated to this complaint, the battery compartment was cracked below the finger pad and the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was reportedly missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.